Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using maxcore. During the procedure, the needle firing by itself and fragmenting the calculation. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: three electronic photos were provided and reviewed. In the first photo, the first photo shows that one maxcore device which was in its initial position, and it shows labelling information which matches/verifies with the tw details. In second provided photo shows the maxcore biopsy device was shown in the wrapped packaging, in third provided photo the rear trigger was visible. Based on the photo review, the reported failure cannot be confirmed. One maxcore core disposable biopsy instrument received for evaluation. On visual evaluation, the instrument was received without protective tubing and no yellow guard attached to the needle. The maxcore disposable core biopsy instrument was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is inconclusive for the reported self-activation as the functional testing was performed. A definitive root cause for the self-activation could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using maxcore. During the procedure, the needle firing by itself and fragmenting the calculation. The procedure was completed with another device. There was no reported patient injury.